Event description:
It was reported that a remote monitor alert was triggered for right ventricular (rv) lead low impedance. The lead impedance will continue to be monitored for an integrity issue. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.